Event description:
It was reported that the customer support team referred a patient to their dentist by the doctor of dental surgery due to intrusion of #27 not improving and our limitations with clear aligners are unable to progress past what has been done. Recommended that patient needs to seek chairside treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.